Event description:
(B)(6). It was reported that post coronary stenting treatment procedure, stent thrombosis occurred. In (B)(6) 2012, the patient was referred for cardiac catheterization which revealed an 80% stenosed target lesion located in the mid right coronary artery (rca). The lesion was treated with pre-dilatation and placement of a 3.00 mm x 16 mm ion coa stent, with 0% residual stenosis. Three days post index procedure, 100% in-stent thrombosis/restenosis of the previously placed stent located in the mid rca was noted. An echocardiogram (ECG) was performed which suggested acute ischemia. The patient experienced ischemic symptoms and was treated with aspirin and clopidogrel. The event resulted in prolonged hospitalization. The patient was discharged on aspirin and ticagrelor.

Event description:
It was further reported that the subject presented for the index procedure due to shortness of breath with class 3 symptoms and cardiomyopathy. The target lesion was 15 mm long with a reference vessel diameter of 3.0 mm. At the time of the event, the ECG revealed a non-q wave myocardial infarction. The previously reported 100% in-stent restenosis of the study stent located in the mid rca was treated with cutting balloon angioplasty and placement of overlapping 3.00 mm x 28 mm and 3.00 mm x 15 mm bare metal (non-bsc) stents which overlapped the previously placed study stent.

Manufacturer narrative:
Device is a combination product. Patient identifier: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).